Event description:
Philips has recalled my dreamstation go CPAP. I have been told not to use it. Almost two years later philips has not repaired my CPAP or refunded my money to buy a new one. They have not advised me when I can expect a repaired CPAP.